Event description:
A report was received that a patient developed a spinal abscess and had surgery to remove the abscess. The patient experienced pain when the leads were explanted. The physician suspects that the infection was caused by an adverse reaction to the leads and the patient has been on IV antibiotics for six weeks.

Manufacturer narrative:
The explanted leads will not be returned to bsn for further evaluation as they were discarded by the medical facility.